Event description:
Information received from the field notes that after the patient was cardioverted, loss of atrial and ventricular capture was seen for about 30 seconds. After this episode, consistent capture was seen. A check of the device post cardioversion revealed appropriate pacing and sensing.